Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he needed assistance with changing the settings. Customer was experiencing high blood glucose of 443 mg/dl and low blood glucose of 40 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.